Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that no external power alarms on (B)(6) 2020 were observed for approximately 2 hours during review of the log file that looked to have happened while on the mobile power unit (mpu). Patient and caregiver stated they were unaware of any alarms. Elevated flows above the normal parameters were also observed during log file analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the mpu was manufactured in accordance with manufacturing and qa specifications. The mpu (serial number (B)(6) ) was shipped with a v-lock ac power cord (batch number 6462632). The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning 65 days ((B)(6) 2019 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several no external power alarms were observed on (B)(6) 2020, beginning at 18:04, while the mpu was in use, correlating to a loss of ac power. These alarms lasted several seconds each, and resolved upon power being restored to the system. No other notable events regarding the mpu were observed throughout the log file. The mpu (serial number (B)(6) ) was not returned for analysis. The root cause of the losses of ac power observed within the log file was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.